Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h1, h2, h4, h6, (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: g1, h3, h6 (type of investigation- from code 10 to code 4117) h3 other text : unknown if pump was serviced.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. Two gas bottles depleted in a rapid amount of time. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Repairs are still on going, and a supplemental report will be submitted upon completion of our investigation.